Event description:
Breast prosthesis inserted due to carcinoma of the breast which resulted in a right mastectomy in 5/93. In 6/95 an exam revealed a reduction in volume of teh right breast. It was determined that there was a pinhole rupture near the valve support mechanism. Specifically, the defect was found at a weld point near the port used to instill the saline.